Event description:
Pt was admitted to hospital through ER after presenting with fever chills, and pussy discharge from the pocket site. Pt was taken to or for explant of device, and remained hospitalized for several days while IV antibiotics were administered. Infection has completely resolved with no further complications.